Manufacturer narrative:
(B)(4)

Event description:
Clinician reported on (B)(6) 2016 that the receiver screen turned black and died on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Please disregard information in the initial MDR for this report number 3004753838-2016-02604 as the information contained in this report was reported on report number 3004753838-2016-02552.